Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 1 month. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a patient¿s clinic visit on (B)(6) 2018, a review of device history revealed multiple low speed advisory alarms and pump stoppages while the lvad was connected to the power module. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log and confirmed pump stoppages on (B)(6) 2017 and (B)(6) 2018, and 7 low speed advisories on (B)(6) 2017, (B)(6) 2018. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-rays images submitted for review were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2018, the customer reported that the patient was being readmitted to the hospital due to additional pump stoppages. The patient was provided an ungrounded patient cable for use while on power module support after the driveline repair was performed; however, forgot to take the ungrounded patient cable home. Additional log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages on (B)(6) 2018, and speed drops below the low speed limit while connected to the power module. On (B)(6) 2018, the customer reported that it was decided to defer a pump exchange and continue to keep the patient on the ungrounded cable. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment. Removal of the rescue tape repairs from the exterior of the driveline revealed areas of minor cosmetic damage to the outer silicone sleeve; however, no damage was noted to the underlying clear bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with over 2 years of use. The underlying wires appeared overall unremarkable with only some minor kinking and insulation abrasion marks noted adjacent to the metal connector. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.